Manufacturer narrative:
(B)(4). Conclusions: conclusion not yet available. Evaluation is in progress. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.0mm icm120v4 -15.00 diopter implantable collamer lens in the patient's left eye on (B)(6) 2010. Signnificant reduction of endothelial cell counting or significant endothelial cell loss was reported. Post-operative, 1695 cells/mm. Was observed on (B)(6) 2015. Pre-operative value of 2320 cell/mm was observed on (B)(6) 2010. The lens was explanted and at this time no other lens was implanted.

Manufacturer narrative:
(B)(4). Work order search: no similar complaints were reported for units within the same lot. Device evaluation: product evaluation found that the lens was returned dry in the lens case/vial but clear surgical residue/debris found on product. Visual inspection found the lens haptic torn/ broken/ bent/ deformed. Dimensional inspection found lens was within specification. (B)(4).